Manufacturer narrative:
(B)(4). The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. The device is still implanted and in use, therefore, a failure analysis of the complaint device could not be completed. No defect, deficiency, or malfunction of the abbvie peg tube was described. Stomatitis is a known complication of a peg tube placement. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2015, it was reported that the patient had redness and an odorous drainage on the stoma site. The peg j was inserted on (B)(6) 2015. The patient's wife reported she did not have information whether these events had been treated by the healthcare staff at the nursing facility where the patient was residing. On (B)(6) 2015, rn from nhc healthcare rehab reported the patient was prescribed prophylactic antibiotic clindamycin to be taken for 7 days.